Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Additional information provided that the patient showed sub-par bone quality and developed proximal junction kyphosis post-operatively. It is possible that this contributed to the screw loosening; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done due to screws which had loosened post-operatively.